Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis due to cross-contamination. During intake, the patient¿s spouse reported the cause of the serious adverse event was not due to a fresenius product(s). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 4-5 days (based on vanco trough) and ip ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on (B)(6) 2025, and the patient¿s vancomycin was discontinued. The pdrn attributed causality to a touch contamination event involving poor hand hygiene, as the patient admittedly did not perform hand hygiene after using the restroom and restarting treatment. The patient continues to undergo continuous ccpd while utilizing the same liberty select cycler and is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene after using the restroom. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a touch contamination event or from a probable gi source. According to the pdrn, the serious adverse events were related to a fresenius product(s) and/or device(s). Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis due to cross-contamination. During intake, the patient¿s spouse reported the cause of the serious adverse event was not due to a fresenius product(s). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025, with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 4-5 days (based on vanco trough) and ip ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on 30/sep/2025, and the patient¿s vancomycin was discontinued. The pdrn attributed causality to a touch contamination event involving poor hand hygiene, as the patient admittedly did not perform hand hygiene after using the restroom and restarting treatment. The patient continues to undergo continuous ccpd while utilizing the same liberty select cycler and is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.